Manufacturer narrative:
As reported, a 6mm x 30cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used as pre-dilation, but it ruptured within its nominal pressure. Therefore, the device was replaced with another saber balloon with a different size and the procedure completed. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or any other damages were noted prior to inserting the device into the patient. The device prepped normally and was able to maintain negative pressure. The lesion was the superficial femoral artery which had little calcification and noted to have a little tortuosity. The vessel had a 90% stenosis. The device was not being used for a chronic total occlusion (cto). The burst occurred in the middle portion of the balloon. The indeflator used was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. No difficulty was noted while advancing the balloon through the vessel or crossing the lesion. The catheter was never in an acute bend and/or never kinked while being used. The catheter was removed from the patient intact (in one piece). The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82219441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors and vessel characteristics of little calcification and tortuosity with 90% stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6mm x 30cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used as pre-dilation, but it ruptured within its nominal pressure. Therefore, the device was replaced with another saber balloon with a different size and the procedure completed. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop as well as no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or any other damages were noted prior to inserting the device into the patient. The device prepped normally and was able to maintain negative pressure. The lesion was the superficial femoral artery. The lesion had a little calcification and noted to have a little tortuosity. The vessel had a 90% stenosis. The device was not being used for a chronic total occlusion (cto). The burst occurred in the middle portion of the balloon. The indeflator used was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon catheter through the guide catheter. No difficulty was noted while advancing the balloon through the vessel or crossing the lesion. The catheter was never in an acute bend and/or never kinked while being used. The catheter was removed from the patient intact (in one piece). The device will not be returned for evaluation as it was discarded.